Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2025-00295 this report is being supplemented to provide additional information based on the approved final investigation, device evaluation and a correction to the health effect impact code and medical device problem code submitted in the initial emdr. Upon further review-f14 -prolonged episode of care and a0512-unintended movement do not apply to the scenario. The device was returned to olympus and the reported failure was confirmed. As the device angulation is not working properly, the retraction problem could not definitively be confirmed but based on the evaluation results it is possible to have occurred during the procedure due to the angulation issue. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined, however, it is likely the retraction problem was due to the following mechanism, the device has low angulation consistent with retroflexing that could cause retraction issues. The most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue due to stress problem identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2025-00295. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic ureteroscopy with lithotripsy procedure, the ureteroscope became stuck inside the patient¿s ureter because the last 5 cm of its distal tip was retroflexed into a ¿u¿ shape, and folded in half onto itself. Making withdrawal impossible. The scope was locked inside the patient and could not be moved or angulated when the physician attempted to advance. As such, a soltive laser at a 1 joule setting was used to incise and widen the urethra. Subsequently, a second semi-rigid ureteroscope was introduced to straighten the failed ureteroscope allowing successful withdrawal of the scope from the patient. The procedure was completed with the same device with a delay of greater then 30 minutes. The patient required an additional day of hospitalization for post-procedure monitoring. No other adverse events or complications were noted.